Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use of the sphere catheter in a cardiac mapping and ablation case, during mapping of the right atrium, a temperature sensor issue was also observed with a high temperature noted on the sphere catheter despite no ablation occurring; the cable was changed but the issue persisted, so the catheter was replaced and the procedure was completed using the replacement device. During replacement , a particle was observed within the sphere catheter lattice as the device was being removed and attempted to remove the particle but was unable to do so without potentially damaging the catheter. The particle was described as not mobile and possibly part of the electrode; when the device was subsequently handed over, the particle had disappeared and was lost. No patient complications have been reported as a result of this event.